Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 silicone tip came off. No pieces fell into patient. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6) hospital. Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/16/2024. An investigation was conducted on 05/29/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact gray hot jaw insulation. The gray silicone insulation on the side of the cold jaw was observed to be peeled and cracked, remaining attached to the cold jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000379691 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.